Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the cementing of the patella the first assist noticed that the orange stopper of the patella clamp had a large slice in it. After the clamp was removed the slice turned into a chunk that came off.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. A two year complaint database search against the provided product code found similar reported issues. A root cause cannot be determined with the information provided and without the device to evaluate. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.